Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, an undergoing unknown planned non-emergency procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. Philips field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, it identified that both the small focus and large focus were defective. Upon troubleshooting, fse conducted a tube test revealing an open filament, indicating a tube failure. To resolve the problem, fse replaced the x- ray tube and return the part for further analysis and the tube failed with both filaments blown, known failure mode for aging tubes. After x-ray tube replacement, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.